Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2020. On an unknown date, after the peg tube placement, the patient experienced redness and purulent secretions at the peg insertion site, worsening after emesis and oral food intake. On (B)(6) 2020, blood work resulted in increased crp and wbc levels. The patient remained in the hospital for broad spectrum intravenous antibiotic therapy. At the time of the event, the patient did not initiate duopa titration due to infection.